Event description:
A pt reported blood glucose results of "99mg/dl" with a lifescan meter and "71mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Pt reported experiencing several hypoglygemic events, however, date/time and blood glucose readings could not be recalled. Pt never sought any medical care from a healthcare professional. Pt reported taking glucose and feeling better. Based on insufficient evidence it is unknown if the pt suffered a serious injury. The meter is being reported since the accuracy criteria was not met.